Manufacturer narrative:
Other, other text: additional information received on (B)(6)2020 that there was no patient involvement. Device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation the delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No actions for the issue.

Event description:
Additional information received on (B)(6) 2020 that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical pump was under infusing. There was no reported adverse events.